Manufacturer narrative:
(B)(6).

Event description:
It was reported that catheter entrapment occured. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified iliac artery. A 8.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, it was noted that the device was stuck with a non-bsc guidewire. The device was completely removed with the guidewire. The procedure was completed with this device. There were no patient complications nor injuries reported.